Event description:
Customer believes poor packaging design contributed to the surgeon confusing a non-programmable shunt for a programmable shunt. Reports that had the packaging of the different types of shunts been markedly different, it is less likely that the surgeon would have chosen the wrong product.